Manufacturer narrative:
(B)(4). Testing of the lead (model 3873, serial number (B)(4)) revealed the stylet coil was perforated by the stylet 10.3 cm from the distal end. The lead was bent 10.4 cm from the distal end. The lead had acceptable continuity and no shorts. The perforation was the result of procedural non-conformance. Testing of the stylet (model stylet/restore, serial number unk) revealed no anomalies.

Event description:
During implant, the health care professional removed the pre-loaded, soft, straight stylet from the lead and replaced it with a hard, curved stylet. The hard stylet would not advance beyond the first or proximal electrode. The lead and stylet were replaced and the implant was completed without further incident. The pt was doing fine.